Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned. Final analysis found clavicular crush noted at 24.6 ¿ 27.5 cm from the distal tip. All filars of the outer coil were fractured in the clavicular crush region on two locations at 26.2 and 27.1 cm from the distal tip and inner insulation was breached in the clavicular crush region at 26.5-27.0 cm from distal tip. The cause of the insulation breached, and outer coil fracture is consistent with clavicular crush.

Event description:
This report is to advise of an event observed during analysis.